Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colecistectomia laparoscopica. Incident description: al principio de la intervencion vieron un trozo de la reductora dentro de cavidad. Es la segunda vez que pasa en el ultimo mes. Me aseguran que solo introducen la camara por ese trocar. Translation mis: in the beginning of the surgery they saw a small part of the seal inside the cavity. It's the second time of this incident in the last month. They promise that they only use the trocar to introduce the scope additional information received from tm on 10 april 2017: this is the second of 2 incidents with the same model number. The first incident is described in (B)(6). Type of intervention: n/a. Patient status: did a patient injury or illness occur associated with the complaint event? No.